Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex device was inserted via the left femoral vein in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. A hematoma was noted at the prior impella cp access site. It was soft and compressible when discovered hours after implant and was treated with 5-10 minutes of manual compression. Care was later withdrawn, and the patient expired. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying ami/cgs and profound hemodynamic instability associated with scai shock stage e.

Manufacturer narrative:
Added: d3 (manufacturer fax). Corrected: d1, d4 (serial). Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.